Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not understanding the full functionality of the pump).

Event description:
The reporter contacted animas on 08/11/2015 alleging a prime (large prime volume) issue. The reporter stated that the patient had a blood glucose (bg) ranging from 200mg/dl to 430mg/dl with strong fruity breath, polyuria, drowsiness and small ketones. Customer support (cs) completed troubleshooting and it was found that the pump is not priming tubing during load step. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in the patient not understanding the full functionality of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/14/2016 with the following findings: the bb shows dates from (B)(6) 2016. The black box data/histories for the event date (B)(6) 2015 have been overwritten due to continued use of the pump. A full rewind was performed successfully. A cartridge with approximately 100u was filled and recognized correctly by the piston rod. Prime sequence was performed with no large priming volume being duplicated. The pump is detecting the correct force at 5 lbs. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint; the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.